Manufacturer narrative:
Although device malfunction or patient injury were not reported, this incident was determined to be reportable to the FDA since the patient's surgical treatment was delayed as a result of a late shipment.

Event description:
The customer ordered the device on november 5, 2004 but the device did not ship until november 12, 2004. The surgical procedure was cancelled since the device did not arrive in time. The order was then cancelled by the customer.